Event description:
It was reported to medtronic minimed that the customer reported high blood glucose and also reported the high pressure (hp) test failed. The customer reported a blood glucose value of 230 mg/dl. The customer reported hyperglycemia was treated with an insulin pump (subcutaneous insulin infusion). The event involved products mmt-332a, mmt-874a, and mmt-1884. Troubleshooting was performed, and the customer has been using the insulin pump system within 48 hours of the reported high blood glucose event. The customer was used the auto mode feature at the time of the event, and the high-pressure test did not pass twice. No further patient complications were reported. No product return is required for mmt-332a and mmt-874a. Mmt-1884 was requested, and the customer's response was that the device will be returned. The customer will discontinue the use of the device.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
The pump passed all functional testing including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test, and the dat test at .08690 inches. The trace and history files were successfully downloaded using thump. The pump was cut open to perform a visual inspection. No evidence of physical or moisture damage was found on the electronic assembly (pcba 1 and pcba 2), motor, or force sensor. A p-cap locks into place inside the reservoir compartment properly. The following were noted during a physical inspection: scratched case and pillowing keypad overlay. The pump passed all functional testing. High bg anomaly is not confirmed. The pump history file lists seventeen (17) boluses on the event date, (B)(6) 2025. Please see below for the first 10 boluses listed on the event date, (B)(6) 2025: (B)(6) 2025 06:35:56.000 normal bolus delivered (220) bolus programming method: manual bolus (0). Normal bolus amount programmed: 36000 (3.6 u) bolus amount delivered: 36000 (3.6 u). (B)(6) 2025 08:35:48.000 normal bolus delivered (220) bolus programming method: manual bolus (0). Normal bolus amount programmed: 38000 (3.8 u) bolus amount delivered: 38000 (3.8 u). (B)(6) 2025 08:46:17.000 normal bolus delivered (220) bolus programming method: manual bolus (0). Normal bolus amount programmed: 25000 (2.5 u) bolus amount delivered: 25000 (2.5 u). (B)(6) 2025 08:57:48.000 normal bolus delivered (220) bolus programming method: manual bolus (0). Normal bolus amount programmed: 20000 (2 u) bolus amount delivered: 20000 (2 u). (B)(6) 2025 09:08:22.000 normal bolus delivered (220) bolus programming method: manual bolus (0). Normal bolus amount programmed: 30000 (3 u) bolus amount delivered: 29000 (2.9 u). (B)(6) 2025 09:27:48.000 normal bolus delivered (220) bolus programming method: manual bolus (0). Normal bolus amount programmed: 6000 (0.6 u) bolus amount delivered: 6000 (0.6 u) (B)(6) 2025 09:28:10.000 normal bolus delivered (220) bolus programming method: manual bolus (0). Normal bolus amount programmed: 19000 (1.9 u) bolus amount delivered: 12000 (1.2 u). (B)(6) 2025 14:33:38.000 normal bolus delivered (220) bolus programming method: manual bolus (0). Normal bolus amount programmed: 15000 (1.5 u) bolus amount delivered: 15000 (1.5 u). (B)(6) 2025 19:11:13.000 normal bolus delivered (220) bolus programming method: manual bolus (0). Normal bolus amount programmed: 35000 (3.5 u) bolus amount delivered: 14500 (1.45 u). (B)(6) 2025 19:11:39.000 normal bolus delivered (220) bolus programming method: manual bolus (0). Normal bolus amount programmed: 28000 (2.8 u) bolus amount delivered: 4500 (0.45 u). There were no auto suspend events on the event date, (B)(6) 2025. There were no user suspend events on the event date, (B)(6) 2025. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.